Event description:
A report was received from the patient's brother that the patient was implanted with an ipg fitted to her spine three years ago. The patient stated that since the device was implanted, it has never worked. In addition, it was reported that the patient goes to the bathroom up to thirty times a day and can only last six weeks until she is rushed to the hospital to receive a pubic catheter. The patient is also suffering with severe depression and seeking to have the ipg replaced to treat her pain. No further information can be obtained.